Manufacturer narrative:
Date of event/therapy: this event occurred during over the last week from the received date. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between june 01, 2019 to june 04, 2019. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a spike port cap leak at the spike port of both samples. The reported condition was verified. The cause of the condition could not be determined. The other two (2) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.